Event description:
Reporter stated they (ambulance emergency medical team) rec'd the er1 message in the ambulance, possibly while it was moving, but couldn't remember the exact circumstances at the time.